Event description:
It was reported that a patient presented with loss of defibrillation therapy and incorrect interpretation of signal noted on the patient's implantable cardioverter defibrillator. This resulted in a sustained arrythmia. Corrective programming changes were recommended. No intervention or adverse patient consequences were reported.